Event description:
Info from clinical event summary indicates a pt that was implanted with apogee graft in 2007 is experiencing stress urinary incontinence, de novo stress. No medical action was taken.